Event description:
The consumer alleges the pin at the handle of the base sheared off, causing the lift to tilt and the consumer to fall to the floor while she was being transferred from her bed. The consumer went to the hospital and allegedly may have a broken hip.

Manufacturer narrative:
MFR rec'd info that during a transfer a pt fell allegedly breaking their hip. Past history of similar complaints suggests a transfer error. Product has not been returned for eval at this time. MDR filed based on alleged serious injury.